Event description:
Voluntary medwatch received states that the patient's right ventricular lead exhibited noise oversensing causing pacing inhibition and low pacing impedance issues. No intervention was performed and the patient experienced no consequences.